Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, damaged cable) was confirmed. As received, the trunk cable connector was cracked and the pulse wire was open inside the trunk cable. The cause of the alarms is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was producing "adjust belt" messages and that it had a damaged cable.